Manufacturer narrative:
One cadd legacy 1 pump was returned with evidence of ingression around the downstream occlusion sensor (dso) and the upstream occlusion sensor (uso). The event history log was reviewed and there were "high pressure" alarm messages. The pump was ran in user and manufacture (mu) mode. A pressure test was also performed. The reported "failed pressure test" issue was unable to be duplicated. The pressure test passed at 14.5 psi, which is at the low end of the range. With multiple entries in the event log and evidence of ingression around the dso, it is suspected that the dso is intermittent and could fail at any time. The dso will be replaced as a preventative maintenance measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed pressure test by 9.26 psi. There was no reported adverse event.